Event description:
It was reported that when using advanced vessel analysis, the automatic tracking and measurement for abdominal aortic aneurysm were inaccurate. The aneurysm length indicated by the measurement of automatic tracking was longer than the real aneurysm length. The automatic tracking can sometimes be a zigzag line instead of a smooth line, and thus increase the length of the centerline. The user can manually edit the centerline. The surgeon at this site detected this wrong measurement before the surgery. No injury was reported.